Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.